Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 1000 mg/dl and went to the emergency room and subsequently hospitalized in the intensive care unit. The customer was treated with intravenous fluids of saline and insulin to address the bg. The customer was released on (B)(6) 2025 with issue resolved and no permanent damage.